Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were not getting any stimulation at all from the device. Pt said that the numbers started running like crazy; it was later clarified that the pt was referring to the stimulation intensity. Agent had the patient unlock the controller and patient saw that the stimulation was on and that there was no message in the red saying that stimulation was off. Pt was using group c with program 1. Agent reviewed with the pt how to increase/decrease the stimulation intensity. Pt increased the stimulation to 2.0 from 1.1, however pt still wasn't feeling the stimulation. Pt increased the stimulation intensity to 2.4 and pt then started feeling stimulation. Pt said that they kept pushing the up button all morning but nothing happened. Pt then said that the stimulation number jumped down to 2.2 and they hadn't touched any buttons. Agent redirected pt to their doctor to further address the reported issue.